Event description:
A complainant (patient) contacted baxter's technical service centre regarding a system error alarm 2240 (air in line) and a system error alarm 2367 displayed on the homechoice (hc) unit. The patient stated that the alarm had occurred the night before the call was made, and that he had cleared it by cycling power to the device. He then disconnected from therapy for the night. It is unknown at what stage in the therapy the alarms occurred, but the patient was connected. The technical service representative (tsr) explained the alarm. The patient was instructed to do therapy with manual bag. There was patient involvement, with no associated patient injury or medical intervention. (B)(6) 2011, upon follow up with the patient it was discovered that he had noticed the next morning, after the alarm, when he woke up and was taking the supplies off of the machine that he hadn't connected / threaded the bag properly to the cassette line and there was a very tink leak. He thinks that may have been how the air entered the system. Patient did not remember which bag was involved. All supplies were discarded.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a loose connection between the supply bag and the line. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.